Manufacturer narrative:
No patient involvement reported. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip of a preloaded delivery system, was deformed. There was no patient involvement. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/08/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00v, was returned at the manufacturing site for evaluation. The plunger was observed advance and locked. No molding, coating, and/or assembly issues were observed. Visual inspection at 10x microscope magnification showed that the pushrod was bent, indicating that extra force was applied. No viscoelastic residue was observed inside the cartridge. The intraocular lens (iol) was observed stuck at the cartridge tip with the lead haptic was observed not folded. The cartridge tube/tip was observed broken. The lens was removed from the cartridge and it was observed with one haptic detached. The customer's reported complaint was verified, however one probable cause could be the absence of viscoelastic inside the cartridge, which may lead the lens to get stuck and the pushrod to break the cartridge and the lens. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.